Event description:
Pt presented with nonfunctioning arm port. Upon evaluation, the catheter was noted to be fractured approx 1-2cm from the port. Catheter tip in right atrium. Pt did wish to have device removed. Pt returned a week later. Catheter fragment and port removed without difficulty.